Event description:
Pictures were taken during the case. The pictures were printed but it was discovered that no image of the surgical site was actually captured. The room was dark and the previews of the pictures were tiny and hard to see. The video tower was checked for any loose connection and rebooted which solved the problem, however the images of the arthroscopy were not captured.